Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The physician stated that the device did not last as long as expected and the device had the wrong size. Upon inspection, urinary leakage was observed through the sphincter rather than from the device itself. As a result, the device was explanted and replaced. No further patient complications were reported.